Event description:
The manufacturer received information on 05/05/2016 alleging an everflo oxygen concentrator was not working properly and the patient was hospitalized and placed on a ventilator on (B)(6) 2016. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator that allegedly did not work properly. The patient was admitted to the hospital and was placed on a ventilator. The device was evaluated by the manufacturer at a third party service center. The device was tested and was found to have low oxygen purity. The device will not be returned to the manufacturer for repair as per the customer.